Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, using incorrect tools, and the patient not attending their post-op visit have been ruled out as potential causes. However, the clinical representative reported the patient is diabetic. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the severe pain is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient is diabetic (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient went to the ER due to severe pain at their incision site. A doppler ultrasound was performed and results were negative. Although there was no redness, drainage, or signs of infection, antibiotics were prescribed for possible infection and the patient was responding well. On (B)(6) 2024, the patient returned to the hospital at the direction of their pain physician to receive IV antibiotics. Attempts to gather additional information have been unsuccessful. No further information is available at this time.